Event description:
The timer malfunctioned by not turning off after 20 mins. The user did not experience any problems. MFR has informed consumer that the new models have a back-up timer. Consumer feels that the MFR should take responsibility for the old models.